Manufacturer narrative:
Event date is an estimation. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-06610, related manufacturer reference number: 1627487-2019-06609. It was reported that the patient was experiencing ineffective therapy and subsequently did not use the scs system in over a year. As a result, the patient's system was explanted on (B)(6) 2019.